Event description:
During a routine follow-up, a device parameter error was observed upon initial interrogation of the implanteable cardiac defibrillator. The ram map was faxed to st jude medical tech svs for review since the device was reportedly stating all functions off. After reviewing the case, tech svs advised the st jude medical rep to send several different block mode commands to the device in an attempt to clear the anomaly, while the device accepted and responded to the commands appropriately, subsequent device interrrogations continued to yield error messages stating that the device was programmed to all functions off and a tachyarrhythmia was ongoing, neither of which were correct. After these attempts failed to restore the device to its original configuration, the dr elected to remove the device.